Event description:
Reporter alleged blood glucose measured 200 mg/dl at 8:30 am with a retest of in the 170s mg/dl; however, the tests were not back to back. It was stated, customer did not eat as a result of the reading and became unconscious, where paramedics were called, by a relative. Reporter stated paramedics' device measured 26 mg/dl 1/2 hour after the original result, so customer was treated with orange juice and two tubes of glucose which elevated glucose to 36 mg/dl. Afterwards, reportedly, the customer was treated with an IV, contents unknown, and taken to the hospital where he was also treated for dehydration. A request was made for the return of the suspect device and replacement product was sent.